Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that blood leaked from the extracorporeal blood circuit while the operator was attempting to discontinue a routine hemodialysis treatment. The blood leak occurred because the operator did not make the correct tubing connections for rinseback resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback correctly. The user's guide provides adequate instructions for performing rinseback. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.